Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and batch record review of the accessory materials. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Batch record review of the accessory materials did not identify any issues that could have caused the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer reported falsely elevated potassium result generated using the architect c8000 analyzer ict module. The following data was provided (mmol/l). The customer normal range is 3.7 to 5.6. Initial 8.00, repeated 4.4. No impact to patient management was reported.